Event description:
It was reported that patient had an initial surgery on an unknown date. Subsequently, the patient was revised due to the glenosphere being dislocated. It was stated that there is also significant wear on the humeral poly.

Manufacturer narrative:
(B)(4). Medical product: catalog #: 110031428, cr vivacit-e 40mm brng +3, lot # 65163939. Catalog #: 110030776, 40mm versa-dial glen std, lot # 65323728. Catalog #: 118000, 25mm versa-dial taper adaptor, lot # 909850. Catalog #: 110031400, hmrl tray std +5, lot # 65255146. Catalog #: 115395, comp rvs cntrl 6.5x25mm, lot # 182630. The customer has not indicated whether the product will be returned to zimmer biomet for investigation or not. Once this information is obtained a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-02229.

Event description:
It was further reported that the patient underwent a revision approximately 7 months post initial implantation.

Manufacturer narrative:
(B)(4). H6: proposed annex g code: mechanical (g04) - head. Reported event was confirmed as visual examination of the returned products identified that the glenosphere, a taper adapter, a screw and a poly bearing were returned. There is damage noted on the glenosphere, bearing, and the tray. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Updated: b4, b5, d9, h1, h2, g3. Corrected: d4 (lot, exp date, UDI), h4. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.